Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman truseal access system. The device was bloody. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection found no damage or defect with the returned device. There was no damage to the device, however, clot was found to be inside the device. The reported thrombosis was confirmed.

Event description:
It was reported that there was thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was used. The transseptal puncture was performed and the was positioned in the laa of the patient. The wds was inserted and the device was deployed in the laa. During the deployment of the device, a linear thrombus was identified just before the device shoulder came out of the sheath. It was noted that the thrombus was floating and attached to the sheath. A 50 ml syringe was attached to the side port of the access sheath, and aspiration was performed, but thrombus was not drawn out. The closure device was checked for release criteria and with it being met the device was released. The delivery catheter was removed while suctioning from the side port of the access sheath. The thrombus floating from the sheath could not be confirmed. The removed delivery catheter had no adhesion of thrombus macroscopically. The access sheath was then removed from the patient. When it was removed, a linear thrombus was adhered to the sheath tip. Transesophageal echocardiogram and no thrombus was confirmed. The patient was discharged home without any problems and was doing well.

Event description:
It was reported that there was thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was used. The transseptal puncture was performed and the was was positioned in the laa of the patient. The wds was inserted and the device was deployed in the laa. During the deployment of the device, a linear thrombus was identified just before the device shoulder came out of the sheath. It was noted that the thrombus was floating and attached to the sheath. A 50 ml syringe was attached to the side port of the access sheath, and aspiration was performed, but thrombus was not drawn out. The closure device was checked for release criteria and with it being met the device was released. The delivery catheter was removed while suctioning from the side port of the access sheath. The thrombus floating from the sheath could not be confirmed. The removed delivery catheter had no adhesion of thrombus macroscopically. The access sheath was then removed from the patient. When it was removed, a linear thrombus was adhered to the sheath tip. Transesophageal echocardiogram and no thrombus was confirmed. The patient was discharged home without any problems and was doing well.